Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery. The 2.25x15mm xience skypoint stent delivery system (sds) failed to cross the lesion as the non-abbott guide wire wrapped around the stent preventing it from advancing. Both sds and guide wire were removed. The stent was noted to be bent. Another 2.25x16mm non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.